Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not alarming during a loss of power event was unable to be confirmed; the reported event was not reproduced during testing of the returned mpu. The mpu, serial number (B)(6), was returned to the service depot, where it was inspected and functionally tested. The mpu was able to operate without issues arising, and the reported event was not reproduced. The customer had already received a warranty replacement, so the mpu was scrapped. The reported event was unable to be reproduced. Multiple good faith effort (gfe) attempts were sent to inquire about the date of the event, if any log files could be provided, and if the patient experienced any complications because of the event; however, no response was received. The root cause of the reported event could not be determined during this investigation. The relevant sections of the device history records for the heartmate mobile power unit (mpu) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including no external power, connect to power, and low power alarms. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: the event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an issue with the mobile power unit (mpu) in (B)(6) 2025 where the power at home went out, but the mpu did not alarm to alert of a loss of power/electricity, even though it was connected to the system controller at the time. It was confirmed that the system controller alarm did alert to switch to battery(s). The patient changed the battery(s) in the mpu to be safe and did not have any subsequent issues. The site replaced it and requested a new mpu be shipped to them.